Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pericardial effusion. A versacross connect laac access solution was selected for use during a left atrial appendage (laa) closure procedure. Getting transeptal access was difficult as it was hard to visualize tenting on the fossa ovalis. The physician successfully performed the transseptal puncture and inserted the watchman. While the physician was positioned the watchman deeper in the left atrium appendage (laa) the was sheath dropped abruptly. The physician found that the patient had a pericardial effusion present in the right ventricle. The physician performed a pericardiocentesis and drained less than 500ml of dark red fluid. The patient stabilized and the procedure was continued. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery. The device is not expected to be returned for analysis. The patient was not under warfarin at the time, and it was under eliquis.

Manufacturer narrative:
Correction to the initial MDR in block describe event or problem (b5), in section b - adverse event/product prob and patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufactures only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pericardial effusion. A versacross connect laac access solution was selected for use during a left atrial appendage (laa) closure procedure. Getting transeptal access was difficult as it was hard to visualize tenting on the fossa ovalis. The physician successfully performed the transseptal puncture and inserted the watchman. While the physician was positioned the watchman deeper in the left atrium appendage (laa) the was sheath dropped abruptly. The physician found that the patient had a pericardial effusion present in the right ventricle. The physician performed a pericardiocentesis and drained less than 500ml of dark red fluid. The patient stabilized and the procedure was continued. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery. The device is not expected to be returned for analysis. The patient was not under warfarin at the time, and it was under eliquis. It was also originally reported that the patient experienced hypotension. Arrhythmia (pvc) was noted once versacross was dropped in right ventricle few times.